Manufacturer narrative:
The device was returned for evaluation. No damage to the exterior was observed. When lifting the connector cover, it can be seen that the optical receptacle broke and was forced into the console, likely from when the console had fallen. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient with cardiomyopathy was on an automated impella controller (aic) for mechanical circulatory support. During support, a large crash was heard, and console was found to be face down on the floor causing the pump to stop. The pump and aic were replaced. No report of patient harm related to the aic.